Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device entrapment was not confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to be related to circumstances of the procedure factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a left common femoral vein using the pre-close technique via a 7fr sheath hole prior to an interventional pulse field ablation (pfa) procedure. Reportedly, the proglide device became stuck during device removal. The suture was cut with a scalpel and the device was able to be removed. The sheath was upsized to a 10fr and the pfa procedure was completed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.